Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 11am. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. Immediately after the start of the alleged issue, the patient claimed she had ¿sore fingers.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the alleged issue was not resolved with retesting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿sore fingers" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged ¿error 4¿ message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.